Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.6. Investigation summary: no samples were returned from lot number 1075282. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle. Furthermore, a device history record review was completed for provided lot numbers 1075282. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. H3 : see h.10.

Event description:
It was reported that an unspecified amount of mckesson prevent safetyglide were clogged and difficult to inject. Needle was replaced. 2nd of 2 events. The following information was provided by the initial reporter: it was reported by customer that needle is consistently getting stuck and they were not able to aspirate needle. Yes there was patient involvement, patient was not affected but medical assistant administering/injecting felt the difficulty injecting. Yes, , the needle replacement was done. Yes, medication was in syringe , and some vaccines require mixing. Yes. Waiting time for patient care was affected as we had to check that needles were removed and replaced.